Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info has been requested and if it becomes available then it will be submitted in a supplemental report. This is the same patient/event as MFR # 9616680-2012-00023.

Event description:
Corrosion and fretting between the modular neck and the stem (abg modular) leading to pain and raised cobalt chromium levels. As a result, the pt was revised.